Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: review of (B)(4) showed this gap to be expected. This gap is there by design to ensure that the locking ring engages with the slot on the liner prior to these faces meeting, in all tolerance conditions. The complaint shall be closed with an unjustified conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required.

Event description:
During the procedure, the size of duraloc sector and liner didn't match.